Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to a portico interventional procedure. Reportedly, the sutures of the two proglide devices were successfully pre-placed. The sheath was upsized to 19f and the portico procedure was performed with perfect valve positioning and good results. Hemostasis was achieved with the pre-placed proglide sutures. After removal of the 19fr sheath, a control angio showed a left common femoral artery effusion. Operators decided for a covered stent deployment from the controlateral common femoral artery (cfa) but after mid release the deployment system blocked and it was impossible to complete stent deployment. Operators decided to remove the covered stent partially open from the right cfa. This maneuver caused a vascular lesion that involved both right superficial and deep femoral arteries. All three vascular injuries were treated with cover stents and complete hemostasis was obtained. During the procedure blood pressure dropped and was treated with liquids and blood infusion. The physician alleged vascular frailty, closure system failure and puncture mistake as being possible causes for the reported effusion. Currently the patient continues the normal post-operative course. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record could not be conducted because the lot number was not provided. The reported patient effect of hypotension is listed in the suture-mediated closure system, preclose proglide instructions for use as a known adverse event associated with the use of the perclose proglide smc system. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The additional treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.